Event description:
Patient additionally reported "having muscle spasm which is blocking her air way", "breast muscle was not attached and she is going to have another surgery to remove the excess skin". The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right-side capsular contracture baker grade IV and "has risen up very high. It has gone into the muscle tissue and is very hard and lumpy on the outer aspect." Patient also reported "swelling, pain under the arm, a lot of lumps, and lump under the arm." Device remains implanted.